Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and centrimag pump, serial/lot (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while in the operating room (or) during the patient's heartmate 3 implant, the decision was made to initiate centrimag rvad therapy. The lvad initiation speed of 1245rpm was slowly increased to 5000rpm. Epinephrine, vasopressin, and dobutamine inotrope support was infused. When reviewing the transesophageal echocardiogram (tee) post procedure, there was discussion regarding concerns for post-operative vasoplegia and right ventricular failure (rvf). The patient's doctors made the decision to initiate centrimag rvad support.